Event description:
It was reported that the balloon ruptured. An athletes 5.0mm x 100mm x 75cm balloon dilatation catheter was selected for use in a superficial femoral artery endovascular therapy procedure. The procedure was being performed to treat 95% stenosis. The target lesion contained severe calcification and moderate tortuous severity. The physician inserted the catheter, and upon treatment of the area the balloon ruptured with a single inflation at 30 atm for 3 seconds. The catheter was removed as intended, and surgical observations found a pinhole near the middle of the balloon. The procedure was able to be completed successfully using a different device without sequela. Patient was noted to be in good condition post procedure.